Manufacturer narrative:
(B)(4). One unit has been reported to be available for evaluation and has been requested. However, the unit has not been received for evaluation as of yet. If the unit is received, a follow-up report will be submitted upon completion of the evaluation

Event description:
A distributor reported to baxter a complaint received by their local customer on a minicap transfer set. Reportedly, the white cap was totally loose from the light blue part due to broken legs (broken occluder feet). The transfer set was used for 22 days. The defect was noted during patient use and there is no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector was received in reference to the reported issue of damaged. A lab titanium adapter was functionally hand tightened without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and it was noted that both of the occluder feet were broken at the top. During visual inspection, it was also noted that there was no whitish spot on the occluder leg indicating over torquing. Presence of chipping and flaking of the occluder feet were also observed during visual inspection. The complaint was confirmed in the lab for crack and leak. The results of the sample evaluation revealed that the leak was caused due to the broken occluder feet. A root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.